Manufacturer narrative:
On 5/16/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Complaint evaluation: during evaluation of the sample it was noticed an area of missed material in the anterior view, measuring approximately 0.2 cm x 0.1 x cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, wound infection manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 275cc saline breast implants which the left side deflated after implantation. There was infection in implant. Physician discovered left side deflation during examination. As a result patient had the device removed and replaced with catalog number 3502275, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 5/6/2019, indicated that the date of explantations updated to (B)(6) 2019. This report indicated that the patient had infection after the implant placed on (B)(6) 2018. Explantation was due to infection and patient was put on antibiotics for 14 days. Patient symptoms were red, painful, hardened left breast, purulent drainage, fever, malaise, chills. Patient has improved, and infection resolved, the result of infection was thickened scar tissue present in left breast making re-implantation of implant difficult and painful for the patient. Manufacturer¿s reference number: (B)(4).